Event description:
Complainant alleged that the medic attempted three 200 joule shocks to a 71 yr old male pt who was in cardiac arrest, but the device would not discharge and displayed a "poor pad connections" error message. The medic checked all connections, but all appeared securely attached. The medic then began to administer CPR to the pt. The pt subsequently expired. The complainant indicated that the medic reported that when CPR was begun on the pt, an unintended delivery of energy was felt to the medic's knee and radiated down to the foot. This occurred approx one minute after the last defibrillation attempt. The complainant indicated that the medic described the shock "as a slight tingling sensation". There was no medical intervention required and there were no lingering after effects from the shock. Please reference the user medwatch repor 310022-2000-2.